Event description:
The hosp reported that during a coronary artery bypass procedure, 2 heartstring seals did not deploy out of the delivery tube into the aorta. A replacement heartstring seal was used to complete the procedure. No pt complications were reported by the hosp.

Manufacturer narrative:
Investigation details: visual inspection verifies the tension spring components are inside the deployment tube. The complaints are confirmed.